Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with a ventricular tachycardia. Therapy was not delivered due to the tachycardia being below the programmed therapy zone. Attempting to use the non-invasive programmed stimulation was unsuccessful due to the patient having an ongoing ventricular tachycardia and due to the settings on the device. Non-invasive programmed stimulation was successful after adjusting the programming and the patient was brought out of the ventricular tachycardia. No further intervention was performed but programming changes were discussed. No further information was reported.

Event description:
New information received notes that the patient presented in clinic for a follow-up. The implantable cardioverter defibrillator was reprogrammed. The patient was stable.